Event description:
It has been reported to philips that dsa (digital subtracting angiography) is suddenly not exposed. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a coronary artery stent placement treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system suddenly cannot expose during the visual arteriography. The fse confirmed the malfunction occurred due to the small and large filament tubes which were open. The fse replaced the tube to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.